Event description:
The manufacturer's rep reported the pt had been experiencing being too flaccid. A roller study was done nad noted "no roller movement or only slight movement." No roller stall had been noted in the telemetry logs and there had been no volume discrepancies. The hcp has treated the pt by lowering the intrathecal dose and monitoring the oral medications the pt is taking. A follow up report will be sent when additional information is received.